Manufacturer narrative:
Initial.

Event description:
It was reported that a water bottle was spilled by a pet onto the charger for the ilet system, after which the charger overheated and began burning, rendering the user¿s system out of charge. The reported device problem was consistent with a fracture-type failure involving the battery charger component, and a replacement charger was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a fracture problem associated with the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.